Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 28mm stent was returned for analysis without the stent delivery system (sds). A visual examination of the returned stent found it detached from the device and showing signs of being stretched. A white fibrous material was also noted entangled in the stent struts. A review of the manufacturing stent profile data was performed and all the devices were within max crimped stent profile measurement. Additionally, a review of the the overall stent length was conducted and all devices were within the crimped stent length tolerance range. The device was returned without the sds, therefore, the balloon, tip, hypotube and shaft polymer extrusion profile were not able to be analyzed. No other issues were identified during the product analysis. Corrections: h6 evaluation result codes: added inappropriate material (202) h6 evaluation conclusion codes: changed from unintended use error caused or contributed to event to adverse event related to procedure.

Event description:
Reportable based on device analysis completed on 26aug2020. It was reported that crossing difficulties were encountered. A 2.50 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications nor injuries reported. However, returned device analysis revealed stent damage and detached stent.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: synergy ous mr 2.50 x 28mm stent was returned for analysis without the stent delivery system (sds). A visual examination of the returned stent found it detached from the device and showing signs of being stretched. A white fibrous material was also noted entangled in the stent struts. A review of the manufacturing stent profile data was performed and all the devices were within max crimped stent profile measurement. Additionally, a review of the overall stent length was conducted and all devices were within the crimped stent length tolerance range. The device was returned without the sds, therefore, the balloon, tip, hypotube and shaft polymer extrusion profile were not able to be analyzed. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26 aug 2020. It was reported that crossing difficulties were encountered. A 2.50 x 28 synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications nor injuries reported. However, returned device analysis revealed stent damage and detached stent.